Manufacturer narrative:
Evaluation summary: customer reported that the shunt touched to the iris after the surgery. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The sample was not returned as the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Such an event is a known transient complication. Previous complaints, as well as the current record, include reports that there was no harm caused by this problem to the patient , and the shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. (B)(4).

Event description:
A doctor reported that a glaucoma filtering device touched to the iris following an implant procedure. There was no patient harm reported. The device remains implanted.